Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted because the ipp was not working due to a leak in the tubing between the pump and cylinders. The cylinders and pump were removed and replaced. The reservoir was left in place and a new reservoir was implanted on the opposite side.